Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set kinked cannula issue, which led to high blood glucose level and was treated with correction bolus via pump event on 29 may 2026. The site of insertion was on thigh, and the infusion set was in use for one and half day. The patient replaced infusion set and resumed insulin deliveries successfully.